Event description:
It was reported that the right ventricular lead had low impedance and low sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4524-45 lead implanted: (B)(6) 1999. (B)(4).